Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) with stone extraction, the nurse opened a cook cotton cannulatome ii pc double lumen sphincterotome. When putting tension on the device, the cutting wire orientation was reportedly to the right and described as "s" in shape. The sphincterotome was advanced through the endoscope and into position. The physician experienced difficulty with cannulating the papilla. The sphincterotome was removed and another one was used to successfully cannulate the papilla. A section of the device did not remain in the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The info in this report was provided to us by the cook facility in (B)(4) on behalf of a medical facility in (B)(6). The medical facility in (B)(6) involved in this report is listed. (B)(6). Investigation eval: our eval of the returned device was confirmed the report of incorrect cutting wire orientation. During our lab analysis, the sphincterotome was advanced through a duodenoscope that is placed in a simulated biliary position. The duodenoscope has an accessory channel that is 4.2 mm in diameter (model number olympus tjf-140r). The catheter exited the endoscope with the cutting wire facing 3:00. (Appropriate orientation is approximately 11:00 - 1:00 o'clock.) The sphincterotome catheter was subjected to a close visual exam and twisting of the tubing was not observed. The sphincterotome tip appeared straightened. No damage or kinks were visible in the catheter. A discrepancy or anomaly that could have contributed to this observation was not found during our lab analysis of the returned product. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. Improper cutting wire orientation can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: "note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device." Other factors that can contribute to this occurrence include manipulating the handle with the catheter in a coiled position or with the pre-curved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the pre-curved stylet from the cannulating tip. The instructions for use contain the following comment: note: do not exercise handle while device is coiled or pre-coiled stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all cannulatome ii precurved double lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: based on the quality engineering risk assessment, no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.